Manufacturer narrative:
Investigation summary: no photo or sample received for investigation. Five retained samples from the same lot were evaluated, upon visual inspection, no defects or damage to the injector membranes were observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review was performed for reported lot 2010013, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that white particles were found in the etoposid vial after the bd phaseal¿ injector luer lock (n35c) was used with it. The following information was provided by the initial reporter: "pharmacy have prepared with phaseal for several years all cytos. Now they realized white particles in drug after used injector. Drug is etoposid. Those particles melt in liquid. They didn't use that drug for patient." "Particles were seen just after liquid pushed into vial. Then particles melt away. They decided not to use that drug and throwed away those phaseal parts."